Manufacturer narrative:
Correction: section h6 device code - corrected appropriate term/code not available (in lieu of 'failure to achieve hemostasis') to migration or expulsion of device. As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) got out upon removal of the device in the final stage of the procedure. Hemostasis was achieved with less than 30 minutes of manual compression. There was no reported patient injury. The device was used after an interventional procedure. The procedure used a retrograde approach. The user was mynx certified. The mynxgrip was used in an arterial vessel. The stick location was the femoral artery. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s status after the event was ¿recovered.¿ a non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The advancer tube was covering the balloon. The sealant and the procedural sheath were not returned with the device. The catheter, shuttle cartridge and the advancer tube were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The condition of the returned device indicates an incomplete removal step of the device. Balloon catheter was not withdrawn through the advancer tube. Leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator per mynxgrip instructions for use (IFU). A product history record (phr) review of lot f1834002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was not confirmed through analysis of the returned device since the sealant was not received. The exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received covering the balloon. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1834002 presented no issues during the manufacturing process that can be related to the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of the 6f-7f mynxgrip vascular closure device (vcd) got out upon removal of the device in the final stage of the procedure. Hemostasis was achieved with less than 30 minutes of manual compression. There was no reported patient injury. The device was used after an interventional procedure. The procedure used a retrograde approach. The user was mynx certified. The mynxgrip was used in an arterial vessel. The stick location was the femoral artery. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient¿s status after the event was ¿recovered.¿ the device is expected to be returned for analysis.